Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, end cap fell off. There was no injury reported however, we decided to report the issue in abundance of caution as any falling parts might cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. Upon the event occurrence the device was not being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. After several requests asking for the information about the cap involved, we did not receive any answer. There are too much caps on the device with different material, different size, different location, and different design. Therefore, maquet did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. In case of new relevant information, the case will be reconsidered. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 18th may, 2020 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, end cap fell off. There was no injury reported however we decided to report the issue in abundance of caution as any falling parts might cause contamination.